Event description:
(B)(6) ,listed 400-ply masks on (B)(6), claiming they are effective for blocking pollen, dust, germs, etc. I purchased the masks and sent them to (B)(6) as personal protection items for a friend. When received, the masks were defective due to lack of the middle filter layer and cannot block any of the particles it claimed. Seller refused to take defective product back. FDA safety report ID# (B)(4).